Event description:
It was reported by service report that the 'lift here' labels were illegible. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lift here labels.